Event description:
It was reported that a patient received a high drain 105 alarm. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred at start-up of the homechoice (hc) machine for a peritoneal dialysis (pd) therapy session. For the previous therapy session, the patient stated that they had disconnected early without turning off the hc machine, and water drained out of the patient line after this disconnection. The technical service representative (tsr) advised the patient to complete therapy using manual exchange. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Review of the event history log verified the event. Simulated therapy was performed and finished with no issues noted. A check of the pneumatic system found the pneumatic system working to specifications. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Upon conclusion of the investigation, the cause of the event was unexpected high uf as the patient was disconnected, but did not abort therapy. Should additional relevant information become available, a supplemental report will be submitted.